Event description:
It was reported that during a lobectomy by video thoracoscopy, the instrument is activated and then stops working and reactivates, as it is for single use it cannot be reconnected. It is stopped even if it is needed during the procedurewas there any harm to the reported patient or user? No was there a significant delay? No

Manufacturer narrative:
(B)(4).date sent 7/8/2026.d4 batch # z7036u.investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, with evidence of contact with metal in or out of the operative field.during functional testing on energy systems, an alert screen was displayed. A probable cause for the device to stop activating and the energy systems to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, which can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. Continued usage of the damaged blade can result in a broken blade.probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z7036u, and no non-conformances were identified.